Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd insyte¿ autoguard¿ bc shielded IV catheter failed to function properly leaving the needle exposed. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: bd received one sample unit for evaluation. Upon examination, damage was observed to the grip. A functionality test was conducted by repositioning the needle outwardly. The activation button was depressed and the needle only partially retracted. The damaged grip was identified as the source that restricted the needle from fully retracting. The damaged grip was determined to have occurred during the manufacturing process. Within the production facility, the plug probe and load barrel zones have the ability to become misaligned and produce the type of damage observed in the returned sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The gathering plates at the plug load station have been modified to minimize the chance of damaging the grips. A device history review was not performed as the lot number is unknown. Device/batch history record review: no. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review not conducted because a lot number was not provided for this incident. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s2 severity ranking. Review was not conducted for this MDR-level a investigation; because a lot number was not provided for this incident. Observations and testing: received one used bd insyte autoguard IV blood control catheter unit without packaging. The unit consisted of the needle/hub assembly that was partially retracted within the safety shield (barrel) and the protective needle cover intact. The button was completely depressed and there were traces of thick dried media. Observed there was damage to the grip where the end of needle/hub was located in the barrel. Functional test (retraction) conducted: pushed the needle to the out position and reset the activation button. Depressed the activation button. The needle only partially retracted. The needle stopped where the hub met the damage in the grip within the barrel. The damaged grip was identified as the source that restricted the needle from fully retracting. Investigation samples(s) meet manufacturing specifications: no, evaluation of the unit provided for this incident revealed damage to the grip that hindered the needle from fully retracting. Conclusions: confirmation of the subject of needle retraction failure, as stated in the pir, was conclusive based on the evaluation and testing of the unit provided for this incident. The unit displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Conclusion: root cause relationship of device to the reported incident: manufacturing ¿ the cause of the retraction failure reported in this pir was damage to the grip. Comment: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The gathering plates at the plug load station have been modified to minimize the chance of damaging the grips. Corrections and CAPA corrective action project / CAPA (#): ¿a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing was notified of this incident and the findings.